Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received inappropriate therapy due to t wave oversensing (twos).it was also reported the patient was unconscious. Additionally, during these episodes, the r waves were at 1 mv and the t-waves were considerably bigger. Later review of manufacturer's database revealed that the patient died as of (B) (6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.